Event description:
Pt on therapy for home infusion of cefepime via the baxter minibag plus container system. System could not be activated to reconstitute power in vial and admix into the bag of IV solution for administration. There seems to be some type of blockage at the devices hub preventing flow of fluid into the medication vial. Dose or amount: 100ml, frequency: every 12 hours, route: IV drip. Dates of use: 2009. Diagnosis or reason for use: infusion of IV antibiotics.